Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information confirmed the patient had an infection. A new deivce will be implanted on the right side in the near future.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead indicated there was yellow leakage on his shirt by the device. The patient indicated that the device did not appear to fit in the old pocket as he can see the metal. No adverse patient effects were reported.